Event description:
It was reported to philips that the device had an unspecified malfunction. There was no patient involvement.

Manufacturer narrative:
Additional information determined that the device's handle was not fixed to the device. A philips field service engineer (fse) went onsite and confirmed the issue. The handle was re-affixed to the device and the issue was resolved. The device remains at the customer site and no further investigation is required.